Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 275 mg/dl and 140 mg/dl. The lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.